Event description:
Intera oncology was notified that during a refill procedure on (B)(6) 2026, they experienced a refill kit leaking.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On april 10, 2026, intera oncology shipped a return kit to the clinic to retrieve the device for examination. To date, the kit has not been returned. Therefore, once we receive the refill kit and it's evaluated, a supplemental report will be submitted.